Manufacturer narrative:
The t:slim g4 user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer also reported using pump cartridge for one week. Tandem customer technical support informed customer that is off-label per the user guide. Customer's blood glucose was 177 mg/dl.